Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. Reportedly, the cartridge was filled with 150 units of insulin, and when there was approximately 52 units, the cartridge fully depleted and the pump declared an empty cartridge alarm. Blood glucose level was 146 mg/dl. Reportedly, a new cartridge was loaded successfully and the insulin gauge displayed an accurate fill estimate.